Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days following a robotic laparoscopic colon resection, leak on colon and rectal anastomosis occurred which required washout of the abdomen. Another procedure was also required to repair the leak and reattached the anastomosis using a stapler from another company. The patient is currently doing fine.